Event description:
It was reported that "Inaccurate CGM Values" occurred. On (b)(6) 2026, around 745am, the patient¿s daughter was brought into the ER due to concerns of hyperglycemia. Prior to going to the ER, the patient¿s CGM had been providing low CGM values, including a 55 mg/dl. The patient self-treated with juice. The patient was also experiencing frequent urination. Despite treatment, the patient¿s CGM values continued to provide low readings. Therefore, the patient went to the ER for evaluation. At the ER, the patient¿s BG meter reading was 339 mg/dl while the CGM showed an unspecified low value. The patient was treated with IV fluids and her CGM device was removed. The patient was also diagnosed with a bladder infection. The patient was discharged after approximately three hours with a BG meter reading of 225 mg/dl. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(b)(4)Diabetes Mellitus is a known cause of hyperglycemia.